Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was hospitalized on (B)(6) 2015 due to a low blood glucose. His blood glucose level was 36 mg/dl when the paramedics got to the customer's home. The customer's spouse called the paramedics and they treated him before taking him to the emergency room for further observation. Since (B)(6) 2015 the customer has been in the emergency room 4 times due to low blood glucose levels. The customer disconnected from the insulin pump. The device was not returned.